Event description:
A report was received that the patient¿s ipg migrated over the spine and the patient had pocket site discomfort. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient¿s ipg migrated over the spine and the patient had pocket site discomfort. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient was reprogrammed successfully. There will be no revision. The patient just needed a standard reprogramming.